Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out-of-range pace impedance measurements greater than 3,000 ohms. There was no fracture seen on x-rays. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.